Manufacturer narrative:
The biomedical engineer (bme) reported that they are seeing bedside monitors (bsms) in communication loss on the central nurse's station (cns). They rebooted the cns and bsm. The customer later stated that they are seeing registration error with the bsms connected to this cns. They are having an issue in the trauma department (ER). They can monitor other beds in the ER group and on other floors but cannot monitor any beds in this specific area. The customer called back to state the issue was resolved by swapping out the cns unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor(s) from bsm-6000 series: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that they are seeing bedside monitors (bsms) in communication loss on the central nurse's station (cns). They rebooted the cns and bsm. The customer later stated that they are seeing registration error with the bsms connected to this cns. They are having an issue in the trauma department (ER). They can monitor other beds in the ER group and on other floors but cannot monitor any beds in this specific area. The customer called back to state the issue was resolved by swapping out the cns unit. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) in the trauma department (ER) was in comm loss with the bedside monitors (bsms) and gave a "registration error" message. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported that they resolved the issue by replacing the reported unit with a spare. It was noted that the customer would not be sending the reported cns in for evaluation. No further issues were reported with the device. As the issue was resolved by replacing the device, it is likely that the issue was occurring due to the original cns. Possible causes may be related to incorrect configuration of the cns. A serial number review of the reported device does not reveal additional related complaints. D10: concomitant medical device: the following devices were used in conjunction with the cns, but the model and serial number information is listed as no information (ni), as attempts to obtain the information were made but not provided. Bedside monitors: model: bsm-6000 series. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the trauma department (ER) was in comm loss with the bedside monitors (bsms) and gave a "registration error" message. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the trauma department (ER) was in comm loss with the bedside monitors (bsms) and gave a "registration error" message. No patient harm was reported.